Event description:
Stereotactic breast biopsy on a (B)(6) f done in the horizontal approach using bard 7g biopsy probe. During the sampling process, we noticed that the specimen container on the probe was not draining. The biopsy procedure was completed and the biopsy clip was deployed. Upon removal of the probe from the patient's breast, the radiologist noticed a piece of specimen was partially outside of the patient's breast in the tract left by the probe. The technologist used forceps to remove the specimen and the specimen was imaged. The specimen contained calcifications. Upon post procedure imaging, it was noted that pulling the specimen from the patient's breast had caused the clip to move from the site of original placement. FDA safety report ID # (B)(4).